Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector. The device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. No unexpected flashing anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Blood glucose at the time of the incident was 95 mg/dl. The customer explained that she got home from church, went to bolus, but could not see anything on the screen and it started flashing. The customer stated that the anomaly happens when pressing the buttons. The device was not bumped or dropped. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.